Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The surgeon used repair stitches to correct the torn suture. No other pt complications were reported.